Event description:
A spontaneous report from an (B) (6) female consumer. The consumer's medical history and concomitant medications were not provided. The consumer initiated cushion grip denture adhesive on (B) (6) 2008. After using the product, the consumer experienced a burning sensation. On (B) (6), she noticed blister and tongue swelling. She was brought to a hospital emergency room by ambulance and was kept in hospital overnight. The consumer was diagnose with allergic reaction to this product. She received IV steroid treatment and was discharged the next day. Her blisters are finally healing. No further details can be obtained.

Manufacturer narrative:
(B) (4).